Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump's history was reviewed and showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. During testing, a 29 hour flow accuracy test was performed; the pump passed the flow accuracy test and was found to be delivering within the required specifications. The original issue of insulin delivery was not duplicated during testing and there was no cosmetic damage found on investigation.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that there is a casing condition issue with the pump and the patient experienced a blood glucose of 600 mg/dl. The reporter stated that the patient has had several high bgs recently and seemed to be in the evening. The reporter stated that there was no interruption in insulin delivery due to casing condition issue. The pump was not available for troubleshooting at the time of the call. Customer support advised mom to call back when pump is available for review. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed to the blood glucose incident.